Event description:
On (B)(4) 2013, the patient contacted animas and alleged the following: she experienced a high blood glucose (bg) during the night, related to loss of prime. She received a new pump in (B)(6) 2012 and since then, loss of prime has been occurring with nearly every site change, and randomly at other times. Changed site last night due a high bg - unspecified value - and woke up at 4 am with a bg of 390mg/dl, moderate to large ketones, and vomiting. Changed infusion set and bg is currently "low 200's". Patient stated she changed site/set/cart since it was middle of night and saw elevated bg, never indicated any of the sites were occluded, merely changed as a precaution. Also reports that loss of prime issue had stopped and recently picked back up again. Patient has been using same cartridges out of same box and has not used different cartridge from new box to troubleshoot, and has not called in for all loss of primes. Another loss of prime occurred this morning after her site change, but none since then. Patient states she will change to cartridge from new box if loss of prime alarm occurs again. Customer technical support (cts) instructed patient she needs to call with loss of prime alarm, and patient states she will do so. This complaint is being reported due to the allegation that a patient on pump therapy experienced hyperglycemia, possibly related to cartridge malfunction.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the retained cartridge was evaluated by product analysis on (B)(4) 2013 with the following findings: the retained cartridge passed visual inspection with no damage or defects noted in the luer connection or o-rings. A leak test was performed with no failures being observed. There were no leaks observed from the luer connection, o-rings, or anywhere else in the cartridge.